Event description:
An attempt was made to administer device defibrillator therapy to the pt. Reportedly, when the device charge button was pressed the device displayed a cannot charge message. The operator flexed the device therapy cable and the device functioned properly. The pt was not resuscitated, but the reporter stated pt outcome was not affected, since the discrepancy interrupted pt treatment no more than 20 seconds.